Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had notified their manufacturer's representative (rep) on (B)(6) 2017. The rep had reset the stimulator. The patient also reported that the replacement of the programmer batteries resolved the change batteries screen.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37746, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was experiencing shocking from their device both when they were sitting and standing. These issues had been going for a couple of weeks prior to the report. They had their stimulation turned off at the time of the report and were still getting shocked. It was noted that the patient wouldn¿t feel any stimulation and then they would feel a real jolt of electricity. It was noted that the patient had experienced a couple of falls during the past year where they cut their head a couple of times. The patient also saw a message on their patient programmer indicating that they needed to change the programmer batteries. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.